Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. The catalog number and lot number are not available currently.

Event description:
Physician reported that cause suture has been broken he couldn`t use product.

Event description:
Physician reported that because the suture has been broken he could not use product. Additional information received on 4-20-2018: the device won't be returned. It was discarded by the customer. The physician does not remember any more details regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was not returned, it was discarded by the customer and thus not available for physical evaluation. The reported complaint cannot be confirmed. Furthermore, no lot number was supplied which precludes conducting a device history record review or a lot specific search in the depuy synthes mitek complaints handling system. No further information regarding this event has been provided to determine a root cause for this failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.